Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of device"), pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (with complications)") and device expulsion ("the other one came out after I delivered my baby") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida and parity 3 ((B)(6) 2001, (B)(6) 2010, (B)(6) 2016). Concurrent conditions included blood pressure high, urinary tract infection, pyelonephritis, urinary frequency, dysuria, flank pain, vaginal discharge and chills. In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems (depression and mental anguish)"), anxiety ("psychological or psychiatric problems (depression and mental anguish)") and urinary tract infection ("uti"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), pre-eclampsia ("complication of pregnancy - preeclampsia") and hypertension ("complication of pregnancy - high blood pressure"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with panadiene co (tylenol #3). At the time of the report, the device dislocation, pregnancy with contraceptive device, device expulsion, pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, migraine, headache, depression, anxiety, urinary tract infection, pre-eclampsia and hypertension outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, depression, device dislocation, device expulsion, dyspareunia, female sexual dysfunction, headache, hypertension, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device and urinary tract infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: total bilateral occlusion. Pregnancy test - on (B)(6) 2015: positive. Most recent follow-up information incorporated above includes: on 16-oct-2018: plaintiff fact sheet received: events - urinary tract infection, high blood pressure, pre- eclampsia were added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and device expulsion ('the other one came out after I delivered my baby') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 2001, (B)(6) 2010, (B)(6) 2016). Concurrent conditions included blood pressure high, urinary tract infection, pyelonephritis, urinary frequency, dysuria, flank pain, vaginal discharge and chills. In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems (depression and mental anguishy)"), anxiety ("psychological or psychiatric problems (depression and mental anguishy)") and urinary tract infection ("uti"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (with complications)"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), pre-eclampsia ("complication of pregnancy - preclampsia"), gestational hypertension ("complication of pregnancy - high blood pressure"), vaginal discharge ("vaginal discharge"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3). At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, migraine, headache, depression, anxiety, urinary tract infection, pre-eclampsia, gestational hypertension, vaginal discharge, genital haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, gestational hypertension, headache, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: she had been treated for migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2015: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and device expulsion ('the other one came out after I delivered my baby') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6)2001, (B)(6) 2010, (B)(6) 2016). Concurrent conditions included blood pressure high, urinary tract infection, pyelonephritis, urinary frequency, dysuria, flank pain, vaginal discharge and chills. In (B)(6) 2015, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems (depression and mental anguishy)"), anxiety ("psychological or psychiatric problems (depression and mental anguishy)") and urinary tract infection ("uti"). On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (with complications)"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), pre-eclampsia ("complication of pregnancy - preclampsia"), gestational hypertension ("complication of pregnancy - high blood pressure"), vaginal discharge ("vaginal discharge"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, removal of ieft essure device, diagnostic hysteroscopy). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, migraine, headache, depression, anxiety, urinary tract infection, pre-eclampsia, gestational hypertension, vaginal discharge, genital haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, gestational hypertension, headache, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: she had been treated for migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion; on (B)(6) 2020: improper positioning of the right essure device superior and medial to the right fallopian tube. Pregnancy test - on (B)(6) 2015: results: positive. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 13-may-2021: mr received. Essure removal details, lab data and reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of device') and device expulsion ('the other one came out after I delivered my baby') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 ((B)(6) 2001, (B)(6) 2010, (B)(6) 2016). Concurrent conditions included blood pressure high, urinary tract infection, pyelonephritis, urinary frequency, dysuria, flank pain, vaginal discharge and chills. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced device dislocation (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraines"), headache ("headaches"), depression ("psychological or psychiatric problems (depression and mental anguishy)"), anxiety ("psychological or psychiatric problems (depression and mental anguishy)") and urinary tract infection ("uti"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device ("post-implant pregnancy / pregnancy (with complications)"). On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), pre-eclampsia ("complication of pregnancy - preclampsia"), gestational hypertension ("complication of pregnancy - high blood pressure"), vaginal discharge ("vaginal discharge"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with codeine phosphate;paracetamol (tylenol with codeine no.3). At the time of the report, the device dislocation, device expulsion, pregnancy with contraceptive device, pelvic pain, abdominal pain, female sexual dysfunction, dyspareunia, migraine, headache, depression, anxiety, urinary tract infection, pre-eclampsia, gestational hypertension, vaginal discharge, genital haemorrhage, bladder disorder and urinary tract disorder outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, anxiety, bladder disorder, depression, device dislocation, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, gestational hypertension, headache, migraine, pelvic pain, pre-eclampsia, pregnancy with contraceptive device, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: she had been treated for migration, bladder/urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2015: results: positive. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Event abnormal bleeding, urinary problems, bladder problems, vaginal discharge added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.